Manufacturer narrative:
Additional information was received that the patient refused to charge the device as he was old and his mental capabilities was not as it used to be and could not understand how to cycle charge. No device malfunction was suspected. No further course of action at this time.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo an ipg replacement procedure.